Manufacturer narrative:
(B)(4). Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four years, nine months, twenty-three days following the implant of this 29mm transcatheter bioprosthetic valve, the patient presented following a syncopal episode. A reduced ejection fraction and severe aortic valve (av) stenosis were identified. Worsening renal function was noted and the physician was unable to proceed with a valve replacement procedure. Medication was administered for hypotension, severe av disease, and pulmonary edema. The pulmonary edema worsened despite ongoing aggressive diuretic therapy. Four years, nine months and thirty days following the implant of the valve, the patient was intubated for airway protection. When sedated, the patient went into pulseless electrical activity. Despite resuscitative measures implemented, the patient died of cardiac arrest. The reported cause of death was acute on chronic hypoxic respiratory failure and subsequent cardiac arrest due to edema and secondary to severe aortic stenosis. It is unknown whether an autopsy was performed.